Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had "moved" or "perforated" because of the patient morpholgy change. A chest x-ray was done and lv lead remains in use. No patient complications have been reported as a result of this event.